Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysfunctional uterine bleeding ("heavy bleeding with clotting/ abnormal bleeding/irregular bleeding/dysfunctional uterine bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included general anesthesia on (B)(6) 2009. Before essure she had not experienced these symptoms, in the same combination or at the same level of intensity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 1 year after insertion of essure, the patient experienced hydrometra ("ultrasound scan showed tiny amount of endometrial fluid"). On (B)(6) 2010, the patient experienced endometriosis ("webbing like endometrial scarring over the right ovary with possible endometriosis covering 15% of the ovary/endometrium webbing in the peritoneal area"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain ("abdominal pain/chronic abdominal pain"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), menometrorrhagia ("fourteen-day menstrual cycles each month/irregular periods with large clots"), vaginal haemorrhage ("irregular vaginal bleeding"), vaginal mucosal blistering ("vaginal blisters") with vulvovaginal pruritus and adnexa uteri pain ("tenderness in the ovaries, left more than right"). The patient was treated with surgery (laparoscopy, hysteroscopy and dilatation and curettage on (B)(6) 2010 and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, abdominal pain, menometrorrhagia and vaginal haemorrhage had resolved, the headache, vaginal discharge, abdominal distension, vaginal mucosal blistering, adnexa uteri pain, hydrometra and endometriosis outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, dysfunctional uterine bleeding, endometriosis, headache, hydrometra, menometrorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal mucosal blistering to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: nonspecific tiny amount of endometrial fluid on (B)(6) 2009, ultrasound was reported as normal with no free fluid but tenderness in the ovaries, left more than right. On (B)(6) 2010,CT scan of her abdomen and a pelvis. Transvaginal ultrasound was also performed which showed a nonspecific tiny amount of endometrial fluid. On (B)(6) 2010, diagnostic laparoscopy, hysteroscopy and dilatation and curettage. Surgical findings included thickened and dyssynchronous endometrium webbing in the peritoneal area, and webbing like endometrial scarring over the right ovary with possible endometriosis covering about 15% of the ovary. As part of this procedure, dye test was done which confirmed bilateral tubal occlusion. On (B)(6) 2015 pathology report from hysterectomy, bilateral salpingo-oophorectomy and cystoscopy does not show endometriosis as a diagnosis. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.